Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. Then, the measurements were within normal range. Following that, it was noted that the pace impedance measurements had decreased from approximately 1000 ohms to 800 ohms, but were still within normal range. Previous episodes of pacemaker mediated tachycardia (pmt) were also observed. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which reported that there had been a decrease in the rv impedance measurements to 744 ohms. No troubleshooting had been performed since the impedance measurements had remained within normal limits. The health care professional (hcp) programmed on different episode alerts to monitor for noise, and the patient would continue to be monitored. The lead remains in service. No adverse patient effects were reported.